Event description:
It was reported that during a procedure, the clips were being ejected out of the device. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.